Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were >8.0 inr in 2006 and >8.0 inr on the next day. The corresponding lab results reported were 5.62 and 6.18 inr. The patient's coumadin was held. The device was replaced and requested to be returned for evaluation.